Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown) in cardiac arrest, the device displayed a "bridge test failed" message. Complainant indicated that the clinician was able to obtain another device to continue treating the patient. The patient subsequently expired.